Event description:
Patient later reported ¿heard from a friend that allergan implants had been re-called so I contacted by surgeon and sent him images of my breast. [The surgeon] advised that the right breast looked to have a capsular contracture. Patient advised that the right side is slight higher and rounder then the left but not ¿majorly¿ and ¿it is not sore or hard¿. Patient noticed the difference around 6 weeks after surgery and also had an infection in the right a few weeks after surgery which has now resolved. This record relates to the right side. Healthcare professional reports capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device analysis : visual analysis of the photograph a device appears to be intact, has red particles on the surface of the device and red colored biological tissue labeled right side. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "breasts feel a bit hard but it's not painful", and "surgeon thinks she has capsular contracture." Patient additionally reported ¿heard that implants had been re-called", "[surgeon] advised that the right breast looked to have a capsular contracture", "right side is slight higher and rounder then the left but not 'majorly'", "had an infection in the right a few weeks after surgery which has now resolved", "grade 3 capsular contracture", "one of the implants has flipped" and "[device] has been recalled". Healthcare professional reports capsular contracture baker grade iii. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Clarification: g.4. Previous submitted as corrected field in error.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "patient's breasts feel a bit hard but it's not painful. Patient hasn't seen [their] surgeon yet but has sent them pictures, surgeon thinks [they have a] capsular contracture. Patient is going to see [their] surgeon next week.". This record relates to the right side. The device remains implanted.